Manufacturer narrative:
Block b5: the product problem was updated to include the missing material observed at device evaluation. Block h3: the omniwire was visually and microscopically inspected. There was missing ptfe and polyamide material along the composite core with rough edges of malleable material. Block h6: the probable cause of the resistance, resulting in removal as a system is an unexpected interaction with the catheter or other device used during the procedure. The probable cause of the missing material is likely that it was damaged during use.

Event description:
Based on the device evaluation, this is also being reported for missing material. There is potential for harm if it were to recur.

Event description:
It was reported that during a coronary procedure, the physician encountered resistance when attempting to pull the manufacturer's guide wire back. The manufacturer's guide wire and non-manufacturer's's guide catheter were removed as a system. After removal from the patient, it was noticed that the wire was sheared but intact. No patient injury reported. This product problem is being submitted because the manufacturer's guidewire was removed as a system. There is potential for harm with recurrence.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Pt info.: no information available. Relevant tests/lab data & other relevant history: no information available. Suspect product (s): not applicable for this device. Lot #, expiration date, serial #, UDI #, and device manufacture date are unknown. Implant date & explant date: not applicable for this device. The omniwire was returned. However, device evaluation is anticipated but not yet begun. Recall (if recall number is given) & correction/removal number: do not apply to this submission.